Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was at home dozing off and came to the hospital. The patient was hypertensive, light headed and dizzy. It was noted, the patient had a bridge bolus programmed on 2013 (B)(6) and the duration was 149 hours and 12 minutes. No reports of inaccurate programming were made. It was noted, the new medication had not reached the patient yet. The pump was not alarming. The device system had been used to deliver morphine and dilaudid had been added. It was later reported, the device had delivered morphine, bupivacaine and baclofen. The new drug added to the device on 2013 (B)(6) was hydromorphone. The patient reportedly came to the health care provider (hcp) office on 2013 (B)(6) and reported the event to the hcp. Two days after the appointment, the patient started to feel drowsy and wanted to pass out. Eventually, the patient took an ambulance to the emergency room where they were found to be hypertensive. The pump was put to minimum rate as the hcp at the emergency room believed the pump medication was causing the hypertension. Once the dose was lowered to minimum rate, the patient then experienced an increase in pain, had muscle spasms and ¿possible withdrawal symptoms¿. No additional troubleshooting was 64) and was going to come in ¿soon again¿. The hcp was slowly going up in drug level to what it was before the event.